Manufacturer narrative:
Additional information was added in h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue mainbody. The reported condition was verified.the cause of the separation was due to broken occluder feet beneath the white twist sleeve. The cause of the damage cracked/broken set was undetermined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a ¿separation between the main body and the twist clamp¿. This was observed before use of the device for peritoneal dialysis therapy. There was patient involvement, however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.